Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician had difficulty implanting a lead at l5 due to tissue scarring on (B)(6) 2018. The lead was not implanted and discarded.